Event description:
The customer reported waking up at 2:15 am and the insulin pump delivering a 10 unit bolus that she did not program. The customer disconnected from the infusion set and allowed the bolus to finish. The customer's blood glucose reading was 70 mg/dl, and she stayed up all night monitoring her blood glucose. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.